Event description:
It was reported that a pump declared an altitude alarm. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided tips for preventing altitude alarms, and the customer was able to resume insulin with the original cartridge without needing a replacement.